Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula with an infusion set and the patient noticed symptoms 3 or more hours after insertion. This led to a high blood glucose level of 314 mg/dl and the patient took a correction bolus via pump. The site of insertion was abdomen and rotated site regularly. Patient would replace supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.